Event description:
It was reported that a pt underwent gynecological procedure in 2007. During the procedure, the motor drive shut down and then would restart then shut down again. The motor drive unit was reported to have overheated during the procedure, stopping the instrument from functioning. The customer needed to let the unit cool down for a few mins then continue with the case. It is unk how the case was completed, however, no adverse pt consequences occurred.

Manufacturer narrative:
Date sent to the FDA: 2/21/2008. Device will not restart - conclusion: the actual device involved in this event was returned for evaluation. During the evaluation, the reported device symptoms were not duplicated. Using a test fixture hand piece, the unit ran for ten mins clockwise and ten mins counter clockwise without overheating, the blade stopping or other problems. The internal inspection revealed no loose hardware or electrical connections. The stall test and rpm measurements were performed per requirements. In addition, a review of the device mfg records were conducted and the device met all finished goods release criteria.